Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, two xience prime btk stents (3.5x28 mm, 3.5x38 mm) were implanted in the mid right anterior tibial artery via the right femoral artery access site. Amputation of the two toes on the right foot was performed during hospitalization of index study procedure as part of treatment plan. On (B)(6) 2025 the patient was re-admitted to the hospital due to a massive wound healing disorder (pre-existing condition). Angioplasty was performed in the index lesion on (B)(6) 2025. Angioplasty to the non-study vessels in the superficial femoral artery and popliteal artery was performed on (B)(6) 2025. Re-amputation of the right foot fifth digit transmetatarsal was performed on (B)(6) 2025. Medications, including antibiotics, were administered. This patient's prior adverse event was filed under MFR 2024168-2024-09734. No additional information was provided.